Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02667. It was reported that the patient experienced a csf leak during the trial implant procedure on (B)(6) 2019. As a result, the patient experienced headaches. No intervention was performed, and the headache cleared on its own. The trial leads were left in the patient to complete the trial and were pulled on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02667.